Event description:
It was initially reported that there was a trickle charge in progress with the patient's spinal cord stimulator (scs). It was further reported that an over-discharge was confirmed. Patient compliance was its cause. One physician mode recharge (pmr) was performed and was not successful. The patient was experiencing no stimulation as a symptom. The patient was going to have another appointment to perform additional pmrs. So far, the patient did not have time to do additional pmr, therefore the battery was still in over-discharge and the patient was not receiving stimulation. It was later reported that there were telemetry issues. The patient had not used the system for 1 year and decided to start using the system again. The third pmr was started and antenna locate (al) feature test would be used. It was then reported that 3 pmrs were completed with no response and that the patient did not use scs for 2-3 years. Al check was performed with a number of 54. It was later reported that the cause of the event was the dead battery and the patient not charging it for more than 1 year. The battery was depleted and trickle charge didn't work. Implantable neurostimulator (ins) replacement was done on (B)(6) 2013. The patient did not require hospitalization as a result of the event.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006-, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# lb6372, implanted: (B)(6) 2003, product type: lead. (B)(4).